Event description:
It was reported that the company rep was receiving an error message requesting a reformat of the flashcard when trying to install a version 8.0 flashcard onto a handheld device. The company rep performed a hard reset on the device and was still receiving the same message. At that time, the company rep installed a different version 8.0 flashcard successfully. The product was returned to the manufacturer, an analysis was performed on the returned flashcard, and a likely cause for the reported allegation was verified. The cause for the reported complaint is associated with a defective flashcard. A visual analysis of the pcb identified that pin 32 was not soldered onto the pcb causing the handheld to not recognize the flashcard when it was inserted. Once the pin was soldered onto the pcb, no further anomalies were identified.

Manufacturer narrative:
Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.